Manufacturer narrative:
Patient code 3191 was used to capture the prolonged procedure due to the attempted lead.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was unable to obtain capture at 7.5v for all pacing electrodes. The lv lead was repositioned, but this didn't resolve the issue. Subsequently, the lv lead was removed/replaced prior to pocket closure, which resolved the issue. No adverse patient effects were reported.